Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient reportedly has a lump between his device and chest. There were no additional adverse patient effects reported. The ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.